Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that is was impossible to move the guidewire up through the catheter at the height of the groin. As a result of this, extra traction was required and they are no sure anymore that the catheter is intact.